Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely. Review of the remote transmissions revealed the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversening due to post sensed t-wave oversensing (pstwos). Programming changes were discussed. No intervention or patient symptoms were reported.